Event description:
Baxter united kingdom reports a transfer set with a broken twist clamp. The pt was unable to drain out due to the fact that the roller clamp was detached from the main barrel. The transfer set was 5 months old. The pt rec'd a transfer set change. Noted prior to use. No pt injury or medical intervention reported.